Event description:
Additional information was received on (B)(6), 2013 when it was reported that the vns patient underwent generator replacement surgery that day due to the generator being completely depleted. The generator was returned to the manufacturer for product analysis on (B)(6), 2013. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the physician has no further information to provide about the patient's increase in seizures. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the explanted generator. The reported 'end of service' allegation was duplicated in the product analysis laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012, it was reported that the patient was having an increase in seizures of 5-6 seizures a day. It was previously reported on (B)(6) 2012, that the patient's vns battery was low and needed to be replaced. The patient's husband had not noticed a change in the patient's seizures at that time. A battery life calculation was performed which showed 0 years remaining until eri=yes. Attempts for additional information from the physician are underway but no further information has been received to date. Although surgery is likely, it has not occurred to date.